Event description:
It was reported the pump implant on (B)(6) 2016 was aborted due to yeast infection. No other information provided. Per hcp the pump implant procedure pushed through on (B)(6) 2017 wherein a flowonix pump was implanted. The pump was noted as being explanted on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).